Manufacturer narrative:
(B)(4): testing was unable to duplicate the issue of unresponsive or intermittently responsive keys were found. Removed keypad to inspect for contamination, no sign of contamination was found. Audio bolus button is extremely hypersensitive due to moisture ingress on the pins.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012, stating the pump was scrolling on its own and the keypad buttons were not responsive. The patient claimed to have gone swimming while wearing the pump. The keypad was reportedly intact and the pump did not show signs of water inside the pump. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.